Manufacturer narrative:
Expiration date: added. Device evaluated by mfg: updated. Summary attached: updated. Manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the main coil was prematurely detached from the delivery wire at the detachment zone and the delivery wire was noted to be kinked. The functional evaluation could not be performed due to the condition of the returned device. As per the additional information, there were no anomalies noted to the device prior to use. The microcatheter was flushed intermittently. As per the dfu (direction for use), in order to achieve optimal performance of the device and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained. Therefore, it is probable that the lack of continuous flush caused the reported event. A probable cause of user error will be assigned to the reported event and analyzed anomalies, as the investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that when advancing the subject coil during the procedure, resistance was encountered. The subject coil broke and was retrieved together with the microcatheter. There were no clinical consequences to the patient due to the reported event.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that when advancing the subject coil during the procedure, resistance was encountered. The subject coil broke and was retrieved together with the microcatheter. There were no clinical consequences to the patient due to the reported event.